Event description:
It was reported that one week post ventricular assist device (vad) implant the patient had cardiac arrhythmias and experienced 10 beats of non-sustained ventricular tachycardia. Oral and intravenous (IV) medications were given. The patient received cardiac resuscitation and hospitalization was prolonged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced 10 beats of non-sustained ventricular tachycardia, and oral and intravenous medications were given. Additionally, the patient was cardioverted and hospitalization was prolonged. Based on the available information, including the occurrence of the event one week post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of cardiac arrhythmia events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient experienced 10 beats of non-sustained ventricular tachycardia, and oral and intravenous medications were given. Additionally, the patient was cardioverted and hospitalization was prolonged. It was further reported that, three days after the implant procedure, the patient experienced hiccups and was started on an oral medications. It was also reported a computerized tomography (CT) showed an abdominal exophilic lesion from the stomach fundus containing complex material and aid which could represent diverticulum or an abscess with an unclear etiology. The patient also had a positive gastric biopsy for h pylori and received treatment. It was also reported that the patient had left food cellulitis with pain that was not relieved by medications. It was further reported that the patient had a paving problem with abnormally low sodium in their blood and remained hyponatremic despite a one liter fluid restriction and they were eating and drinking normally. It was also reported that the patient experienced a fever of 101 degrees and their white blood count was 10.5k. Their fever resolved and blood and urine cultures showed no growth. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardiac arrhythmia events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, three days after the implant procedure, the patient experienced hiccups and was started on an oral medications. It was also reported a computerized tomography (CT) showed an abdominal exophilic lesion from the stomach fundus containing complex material and aid which could represent diverticulum or an abscess with an unclear etiology. The patient also had a positive gastric biopsy for h pylori and received treatment. It was also reported that the patient had left food cellulitis with pain that was not relieved by medications. It was further reported that the patient had a paving problem with abnormally low sodium in their blood and remained hyponatremic despite a one liter fluid restriction and they were eating and drinking normally. It was also reported that the patient experienced a fever of 101 degrees and their white blood count was 10.5k. Their fever resolved and blood and ur ine cultures showed no growth.

Manufacturer narrative:
### A supplemental report is being submitted for additional information and correction. Additional information: b5.description event problem h6. Patient codes (ime/annex e):e060102 correction: general data: remediation/retro review (rr): yes d10. Concomitant prod: dvfb1d4 ICD, 6947m62 defib lead therapy date: (B)(6) 2019 ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced persistent atrial fibrillation (af) which caused hemodynamic instability.